Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the screwdriver broke during surgery. It was reported that during the final tightening, the tip of the driver broke. The surgeon was able to remove the broken tip and tighten the screw correctly. There was a surgical delay of one hour.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was examined. The tip was found to have fractured off. The complaint is confirmed. A review of the manufacturing records did not identify any nonconformances which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.